Event description:
The reporter states that he experienced an event where he was non-responsive. His blood glucose result was 128 mg/dl on the accu-chek aviva meter. Within 10 mins the paramedics tested him and obtained a blood glucose result of "lo" (less than 10 mg/dl) on the professional meter. The paramedics treated him and he felt better after treatment. New system sent to customer and return requested. The reporter states that he discarded the vial of strips.